Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2021. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: five sealed samples and three opened samples product code 1832 were returned to ethicon inc for analysis. Upon visual analysis of the returned product revealed that four samples were received as follows: (one sealed and three opened samples were received). All the samples were observed with inconsistences according to the curvature needle specification. As per this condition found on the four samples the needles were noted without smooth shape and did not meet the finished drawing specification. All the eight samples were characterized and measured with the following results: the needles and sutures pertain to component assigned in product code 1832 (rmc needle 5316500, size 16 mil, ps-5 and suture rmc 804042, black ethilon monofilament, diameter 5-0, length 18¿) is a channel needle and the curve should be formed during the attachment process. As per condition of the wrong curvature found in four samples this issue could be considered as a mix product or incorrect component per the final user. Based on the information currently available, the curvature/ length incorrect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: "it was reported: """"when the package was opened, although the shape of the needle should be 1/2 circle, the curvature of the needle looked like 3/8 circle"""". Please clarify: is this a product mix did you received product that is not within the same product family as the product code 1832g and lot number rgbebd? If yes please explain in more detail what other product code and lot number did you received instead. There was an abnormality in the needle curvature. No further information is available. Is this needle bent or a needle surface related issue? Please see above. Do you have a photo for visual analysis? No photos are available. We got this info from the sales-rep on 2_november_2021 lot number: unknown : rgbebd. Qty to be returned: 2 => 16". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dermatological procedure on (B)(6) 2021 and suture was used. When the package was opened, the shape of the needle should be 1/2 circle, yet the curvature of the needle looked like 3/8 circle. There were no adverse consequences to the patient. Additional information was requested.